Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd500 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor and belt. Device manufacture dates: monitor: 09/21/2020, belt: 05/08/2018.

Event description:
It was reported that a patient was treated by the lifevest. It was reported that the patient was conscious at home during the event. The treatment cannot be confirmed due to the damage found in the monitor. This event is being reported out of an abundance of caution as the treatment cannot be confirmed. There was no allegation of a serious injury resulting from the alleged treatment event.